Event description:
A patient had a lar procedure on (B)(6) 2013. The anastomosis was created with the colonring (end to end anastomosis at 5 cm). A leak on pod 10 was reported. The patient was re-operated and a diversion with drainage was created.

Manufacturer narrative:
This report is submitted on behalf of the MFR (novogi ltd.) And the importer ((B)(4)), as novogi ltd servers as the designated complaints handling unit for both facilities. The device was not received for evaluation, however, the device's production history files were reviewed and found to be in order, indicating that the device was released pursuant to the product specifications. Anastomotic leakage is one of the most common complications of colorectal surgeries and is considered an anticipated event for anastomotic devices. The current cumulative leak rate found with the use of the colonring falls within the low range reported in the literature for anastomotic devices.